Event description:
It was observed that during maintenance, no image appeared on the bronchovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, the reported issue occurred due to damage on the charged coupled device (ccd) unit. In addition, the connecting tube had coating peeling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device